Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. No product was returned.

Event description:
On (B)(6) 2013, it was reported that the display on the patient's infusion device had some segments that were not functioning. This made it impossible for the patient to read needed information on the display. The patient changed the batteries in the infusion device, but the segments of the display were still blank. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The display is missing pixel lines and pixel columns due to an interrupt of the heat-seal connection. The customer is not able to see 100% of the display. The defective pixel cannot lead to misinterpretation of the insulin amount.